Event description:
It was reported "after the catheter inserted, the pump alarm the balloon can not inflate completely. The doctor found the balloon is kinked after remove the catheter. Change the new catheter, the patient is fine". Additional information states the catheter was replaced. No patient injury or consequence reported.

Manufacturer narrative:
Qn#(B)(4). The reported complaint that the "balloon is kinked" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "after the catheter inserted, the pump alarm the balloon can not inflate completely. The doctor found the balloon is kinked after remove the catheter. Change the new catheter, the patient is fine". Additional information states the catheter was replaced. No patient injury or consequence reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a black bag. Upon return, the peel away sheath was noted on the iabc. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Bends to the iab central lumen were noted at approximately 14.5cm, 15.8cm, 20.9cm and 27cm from the iabc distal tip. No blood was noted on the exterior surfaces of the returned sam-ple. No obvious blood was noted within the helium pathway. The sample was likely cleaned prior to the return. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Some blood was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. Resistance was noted at approximately 16cm, 20.9cm and 27cm from the iabc distal tip, which are the locations of the previously noted bends. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "balloon is kinked" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted bent, and resistance was noted upon passing the guidewire through the iabc central lumen. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bent central lumen. The root cause is undetermined, but a potential cause is customer handling. No further action is required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "after the catheter inserted, the pump alarm the balloon can not inflate completely. The doctor found the balloon is kinked after remove the catheter. Change the new catheter, the patient is fine". Additional information states the catheter was replaced. No patient injury or consequence reported.